Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), device breakage ('the patient has a stump of the essure device remaining after the tube is passed of') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, epilepsy, urinary tract infection, contusion, pain in foot, seizures, ear infection, otitis, rash, migraine, abdominal pain, seizures and dysmenorrhea. Current weight 135 lbs. Previously administered products included for an unreported indication: lamotrigine. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month 18 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash / skin condition") and post procedural complication ("post removal complication-yes") and was found to have weight increased ("gained 30 lbs"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, genital haemorrhage, dermatitis allergic and post procedural complication outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dermatitis allergic, device breakage, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side: 2 coils. Left side: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded bilateral intentional tubal occlusion with essure devices well positioned. Ultrasound pelvis - on (B)(6) 2018: impression: no acute intra-abdominal abnormality. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: " novasure endometrium ablation surgery added to previously reported event menorrhagia and made medically significant and intervention required due to surgery." Event the patient has a stump of the essure device remaining after the tube is passed of added and made medically significant and intervention required due to surgery." Reporter, medical history, historical drug and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), device breakage ('the patient has a stump of the essure device remaining after the tube is passed of') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, epilepsy, urinary tract infection, contusion, pain in foot, seizures, ear infection, otitis, rash, migraine, abdominal pain, seizures and dysmenorrhea. Current weight 135 lbs. Previously administered products included for an unreported indication: lamotrigine. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month 18 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash / skin condition") and post procedural complication ("post removal complication-yes") and was found to have weight increased ("gained 30 lbs"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, genital haemorrhage, dermatitis allergic and post procedural complication outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dermatitis allergic, device breakage, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side: 2 coils left side: 2 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded bilateral intentional tubal occlusion with essure devices well positioned. Ultrasound pelvis - on (B)(6) 2018: impression: no acute intra-abdominal abnormality.. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, epilepsy, urinary tract infection, contusion, pain in foot, seizures, ear infection and otitis. Current weight 135 lbs. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month 18 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("gained 30 lbs") and experienced genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash / skin condition") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, genital haemorrhage, dermatitis allergic and post procedural complication outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dermatitis allergic, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side: 2 coils. Left side: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded bilateral intentional tubal occlusion with essure devices well positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added - general abnormal bleeding, rash / skin condition, post removal complication. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, epilepsy, urinary tract infection, contusion, pain in foot, seizures, ear infection and otitis. Current weight (B)(6). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month 18 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("gained 30 lbs"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side: 2 coils left side: 2 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded bilateral intentional tubal occlusion with essure devices well positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received. Reporter information added. Events: gained 30 ibs added. Essure removal surgery added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.